Event description:
The homecare provider reported the following: (1) a pt was shopping while using a mk5 unit which was sitting upright in the basket of the shopping cart, when she felt a gush of cold air through her cannula. (2) she pulled the cannula nose piece away from her face and the opposite end of the cannula tube broke off at the oxygen outlet connection, resulting in droplets of liquid oxygen leaking. (3) the cannula broke into six pieces near the outlet connection. (4) no injury occurred. (5) the pt was prescribed supplemental oxygen at 2 lpm. The hcp retrieved the 1/2 full mk5 and was unable to duplicate the reported problem.